Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 8/7/2017 stating that lead safety switch (lss) from bipolar to unipolar occurred on (B)(6) 2017 due to high rv pacing impedance measurement greater than 2000 ohms. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).